Event description:
It was reported that balloon rupture occurred. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was good.